Event description:
The customer contacted ameda via phone call on (B)(6) 2014. The customer stated that she was pumping while sitting in the back seat of her car with her infant as her husband was driving her to work. "I heard a loud pop and when I picked up the pump, which was on my lap, the batteries fell out and this dark gray fluid was over everything, my hands and my skirt. Nothing got near my baby. When asked what areas of her skin where exposed to the fluid she stated, "my hands, mostly the fingers on my right hand." She stated that her "right hand fingers are tingling and red with slight discomfort."

Manufacturer narrative:
Ameda sent a replacement pump, a/c adapter and hygienikit to customer on (B)(4) 2014 with a pre-paid label for return of the original pump. On (B)(4) 2014, ameda sent the customer a certified letter requesting the serial number and the return of the original pump. A phone call was placed to customer on (B)(4) 2014 and the customer stated that she threw the pump away in the garbage on (B)(6) 2014.